Event description:
A malfunction alarm labeled as "malf 12" was reported to have occurred in the past. There was no reported adverse impact to the customer's blood glucose level. The customer successfully reset the pump at the time of the event and continued to use the pump for insulin therapy.